Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Representative samples were returned for evaluation. There were no defects found on the package during the visual inspection. Samples were opened and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile strength force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.